Event description:
Caller states customer took prescribed dose of regular insulin, as well as 6 units of unspecified fast acting insulin based on result of 193 mg/dl obtained on the advantage system. Customer felt low blood glucose symptoms one hour later; caller treated him with a 12 ounce soft drink, and then 6-10 minutes later 6 peanut butter crackers. Customer reported feeling week the rest of the day, and sluggish today. Requested return of suspect device and replacement was sent.